Event description:
The patient describes developing a "bad allergic reaction" after treatment with human collagen. The physician prescribed oral antibiotics. This is the same event and the same patient reported under MDR ID# 2939859-2000-00206 (inamed complaint #2049363). This is the first MDR submitted for the first suspect product.